Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, all conductors were cut, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation had metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the patient was "hearing [device] alert tones." Upon checking the device, the right atrial (ra) lead had high impedance, triggered the patient alert and it was questioned if there was a possible lead fracture. It was also reported that the ra lead was found to be dislodged and that the right ventricular (rv) lead experienced high thresholds. The ra and rv leads were both removed and replaced with new leads. No patient complications have been reported as a result of this event.